Event description:
As reported for this event by the customer, an e315 scope not recognized error was observed for the device. There is no harm reported to any patient or persons.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
Addendum may 6, 2022: the device was not inspected prior to use. The device had not suffered an impact, such as being dropped or contact with a hard surface. The event occurred during a treatment procedure which was probably a colonic polypectomy. The procedure was completed with another similar device with an unspecified delay.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem with the system. Additionally, deterioration/damage of adhesive and stretched angles wires were noted during the device evaluation. Olympus will continue to monitor field performance for this device.